Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got a new insulin pump and her blood glucose was 599 mg/dl. Customer stated that her husband was at home but in bed already. Customer stated that she is thirsty, but other than that she feels fine. Customer stated that she has a back-up plan. Customer has not treated for her high blood glucose because she does not know how much to give herself. Customer stated that the insulin did exit the tubing during manual prime. Customer stated that the pump passed the high pressure test. Customer was advised to do a complete set change. Customer stated that the cannula was not occluded. Customer was using the last of the insulin in the last vial. Customer's blood sugar was still 600 mg/dl. Customer was advised to call her health care professional or the emergency room to see how they can assist her since she didn't know what to give herself with the syringe. Customer stated that she is fine and treated with her pump in the bolus wizard.